Manufacturer narrative:
If implanted, give date: 2014. (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage and pseudoaneurysm occurred. In 2014, a 6.0-22mm carotid wallstent was implanted in the vertebral artery. In (B)(6) 2016, angiography was performed and an arteriovenous (av) shunt was observed in the area where the stent had been implanted. The stent itself was damaged along with the movement of cervical part, and pseudoaneurysm was created which caused an av-shunt. In (B)(6) 2016, interventional radiology (ivr) was performed with placement of three overlapping non-bsc stents was done to treat the adverse event. No further patient complications were reported and the patient status was stable.